Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that a patient experienced a short episode of ventricular fibrillation during impella 5.5 support. The pump was repositioned and support was continued uninterrupted. The procedural outcome was the patient survived the surgery.

Manufacturer narrative:
Vt/vf: cardiac arrythmia can be reported during impella support. To make a determination as to the cause of the cardiac arrythmia, the following clinical information must be considered: patient's medical history, including any pre-existing cardiac conditions, previous episodes of arrhythmias, or structural heart disease, timing of the arrythmia event in relation to impella support (during or post-implant), electrocardiogram (EKG) recordings of the arrhythmia episodes, evaluation of any underlying electrical disturbances, such as qt prolongation or electrolyte imbalances, assessment of hemodynamic instability during the arrhythmia, including blood pressure and cardiac output measurements, presence of other potentially contributory factors, such as medication changes, ischemia, or electrolyte abnormalities, response to any antiarrhythmic treatments or interventions during the event, any documented device-related issues or complications during impella support, evaluation of potential triggers or precipitating factors, such as catheter manipulation, reperfusion injury, or increased myocardial oxygen demand, and review of any concomitant medications that may influence cardiac electrophysiology with a returned impella, the device can be inspected for any burrs or rough edges that may contact the heart wall. The device was returned for evaluation, but no issues were found with the device. To determine the true root cause of the vt/vf, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As the necessary clinical information was not provided, the root cause of the vt/vf was not determined.